Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient was found unresponsive. The nurse did not see what was on the system controller, but said that there were alarms from the lvad and the nurse believes that the monitor was red and then shut off. The patient needed to be placed back on ac power at the same time. The patient was reported to be "back to normal". A review of the log files by technical services found 2 low flow events on (B)(6) 2022 at 14:22 that occurred at times when pulsatility index (pi) was elevated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted log file confirmed a transient low flow alarm. Although a specific cause for the low flow alarm could not be conclusively determined through this evaluation, it was reported to be potentially respiratory-related. The submitted log files were reviewed and found that the pump operated at the set speed without issue. A transient low flow alarm was captured on (B)(6) 2022 at 14:22:16. Elevated pulsatility index values were noted during the low flow event. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure and other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was on the power module at the time of the event, and when the healthcare provider (hcp) walked in the room both the system monitor and system controller were on. The patient was on ac power when the hcp entered the room. It was unknown how the low flow alarms resolved, but there were no low flow alarms present when the provider entered the room. The cause of the low flow alarms was unknown but was possibly respiratory related as the patient was on a ventilator.